Manufacturer narrative:
Visual assessment of the device showed the needle is bent dramatically on two planes. No ts or suture remain on the insertion needle or were returned for examination. The device was functionally tested for proper actuator advancement and cycling and was found not to function due to the bent needle. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. No root cause related to the manufacture of the device can be established. Device history record review found no anomalies during the manufacture of this lot. Use error is most likely a contributing factor to this event.

Event description:
It was reported the t2 would not deploy.